Event description:
Boston scientific received information that during the follow up several inappropriate charges due to noise and oversensing were noted, which did not result inappropriate therapy. A possible fracture of the right ventricular lead was suspected. A decrease in pacing impedances was also noted. The device was replaced to avoid another procedure while the lead wasc capped and will not be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon additional information this investigation will be updated.